Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was alarming during operation. Treatment information was not provided.

Manufacturer narrative:
During the investigation, fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. As a result of the internal leak, corrosion was observed on the pcb assembly, bottom battery, and mechanism rails. All attempts to download the data from the pod were unsuccessful due to the corrosion on the pcb assembly. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm during pod operation event could not be determined.